Manufacturer narrative:
One sample was received for quality investigation. Visual examination was conducted and damages were seen on the tubing after the pumping segment. The infusion set was then primed to check if the damages caused any air-in-line, occlusion, and leakage issues. Leakage was seen coming from the damaged previously indicated. The customer complaint of tubing defective / damaged was confirmed. Investigation of root cause was forwarded to the manufacturing location for further determination of root cause. After the investigation, the specific cause of the damage is unknown, however potential causes could be an excess of solvent and sharp corners during the manufacturing process. No corrective or preventative actions were determined for this complaint since the root cause could not be determined. A device history record review for model 2426-0007 lot number 24119334 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported that bd alaris pump module smartsite infusion set was damaged the following information was received by the initial reporter with the following: "hole found in tubing after spiking fluid bag", "tubing had just been removed from packaging."

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.